Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge connection disconnected, no air bubbles were observed within the infusion set tubing after the connection was reconnected. Blood glucose level was 376mg/dl. Tandem technical support ensured that insulin was flowing properly out of the infusion set tubing and insulin deliveries were successfully resumed.